Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased capture threshold noted on the left ventricular (lv) lead. The device was reprogrammed to resolve the event and the patient was stable with no consequences.

Event description:
Additional information received indicated that the high capture threshold resulted in a loss of capture. There were no adverse consequences for the patient.